Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-04918. No device was returned. The OEM performed a device history record review and no abnormality was found. The OEM completed the investigation and determined that there was no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, the OEM determined the possible cause is due to the locking mechanism of the video connector socket was damaged because the user tried to pull out the video connector without lowering the locking lever. The electrical connection becomes unstable due to the failure of the lock member of the video connector socket and the image signal from the endoscope could not be transmitted correctly to the video processor. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The visera elite video system unit was returned for evaluation. The unit was inspected/tested and found the spring and flap cover on the video connector were broken off. Unit passed all other functional tests. All video output signals tested within specifications and software was up to date. A review of the unit's repair history indicated the unit was purchased on february 8, 2017 and was last serviced via repair on march 22, 2018. The unit was repaired and returned to the user facility. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that during reprocessing, a piece inside of the visera elite video system unit where you insert the camera broke off and fell out. There was no patient involvement reported.